Event description:
It was reported that an intermate had no flow during set up. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: one unfilled sample was received for evaluation. No defects were observed during visual inspection. The sample was subsequently filled with water to its nominal volume for a functional test. After fill, evidence of flow was visually observed at the distal luer. Flow continued without stopping. No evidence of flow problem was observed during the functional test. The reported issue could not be confirmed. The sample was working within specification. If additional relevant information is obtained, then a follow-up MDR will be submitted.